Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch followed-by squeezing firing trigger)? --- no information. Did the jaws of the device eventually open? --- no information.

Event description:
It was reported that during a laparoscopic total gastrectomy, the jaws did not open after the device was inserted into the patient via a trocar with jaws closed. The device intended to be used on the duodenum. Before the event, a scrub nurse could open and close the jaws twice without problem before the nurse passed the device to the doctor. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4)= sled movement. Batch # m53e69. The sc60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.